Manufacturer narrative:
The subject device was not returned to (B)(4) of olympus for inspection. The subject device was inspected by the local service staff of olympus and it was found that the output connector condition was not normal. There was no irregularity of the subject device with the device history record. Because of the failure of the output connector, the connection with the endoscope might become unstable. There was the possibility it cause the amount of light became variable or less, and eventually the image of the endoscope was dark or the brightness was unstable. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic colorectal surgery, the picture quality and degree of brightness received on screen was extremely variable. Because of the phenomenon, the operation was converted to open. It was also reported that the phenomenon was observed from several days before.